Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect with the was and successfully completed the transseptal puncture. Prior to heparin being administered to the patient the transesophageal echocardiogram (tee) images showed that there was a thrombus on the end of the was and versacross connect. The physician suctioned the thrombus and the procedure was continued. The procedure was successfully competed with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.